Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all buttons on keypad are unresponsive, started today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2013 with the following findings:the keypad is fully intact. The up and down arrow buttons were intermittently unresponsive and the contrast and ok buttons responded appropriately. Evaluation revealed that there was contamination found under the up, down and contrast buttons. The pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.